Event description:
Boston scientific received information that the patient with this device experienced a shock. A save to disk was performed and lead integrity was further reviewed. It was thought there were seven bursts of antitachycardia pacing and one inappropriate shock. None influenced a rapid atrial arrythmia. It as also noted the shock impedance measurement was high out of range, but the impedance trend did not include the data. An internal technical service consultant was contacted regarding this issue. No adverse patient effects were reported.

Event description:
Additional information was obtained. Approximately three years later, an internal technical service consultant was contacted regarding a further increase of the shock impedance measurement. Ts recommended further investigation of this system and verifying the integrity of the shocking system with a commanded low voltage synchronized shock.

Manufacturer narrative:
According to available information, this device and right ventricular lead remain implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Event description:
Additional information was received. Engineering reviewed the data and determined the shock lead impedance measurements were out of range, but the shock lead impedance measurement measured by the delivering a shock was within normal range. This verified the shock lead system integrity.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.